Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and the results of the investigation. See b3 and e1 for the information from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, the foreign material in the nozzle could not be specified, the nozzle was not deformed, and there was no reported deviation in reprocessing. Therefore, a definitive root cause of the foreign material in the nozzle or the scope being dirty could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported there was an air and water problem with the gastrointestinal videoscope, the insertion tube was snaky, there was play in the angulation knob, and there was reduced angulation. The reported issues were found during routine inspection of the device. There was no reported patient harm or impact due to these issues. The subject device was returned to an olympus service center for evaluation. During inspection and testing, service found the nozzle had foreign material and was clogged. In addition, the distal end cover (c-cover), bending section cover (a-rubber), control unit, right/left knob, up/down knob, universal cord, scope connector, and grip were dirty. The report is being submitted for the foreign material and the dirty components.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, service found that water tightness was lost due to deformation in a switch and a pinhole in the connecting tube. The nozzle was damaged, the objective lens was cracked, the light guide lens was discolored, the distal end cover (c-cover) was dented, the adhesive on the bending cover was detached, the connecting tube was snaking, the light guide cover glass was corroded, the connecting tube was scratched, the grip was scratched, the forceps channel was dented, the suction volume did not meet specification due to the suction cylinder being shaved, there was a gap between the color ring and protector of the control section, the universal cord was wrinkled, the scope connector was corroded, illumination was uneven due to breakage of the light guide bundle, the image had shadows due to damage to the charge coupled device, the air/water supply did not meet specification due to clogging of the air/water tube, the scope connector was deformed and the cable could not be connected securely, the scope ID was not displayed due to damage on the cable, the play of the up/down knob and right/left knob were out of specification, and the angle wire was stretched and did not meet specification when bending in the down and left directions. There were third party repairs on the insertion section, universal cord, light guide and angle wire. This event is under investigation. A supplemental report will be submitted upon receiving additional information.